Event description:
The customer reported a higher than expected prostate specific antigen (psa) result, within the normal reference range, was generated on an unicel dxl800 access immunoassay system for one patient. The initial, elevated psa result was reported outside of the laboratory but was questioned by the clinician as it did not match the patient's clinical history. There was no death or injury associated with this event and patient treatment was not impacted. Upon retest in triplicate, lower results within the normal reference range that better matched the patient's clinical presentation were generated. Collectively, the results were outside the market precision claims of the assay. The sample was collected in a serum tube. The sample was centrifuged at room temperature prior to testing. There were no questions with any other assays. Beckman coulter inc assessment of customer supplied data indicated that instrument psa quality control results were within the customer's established specification during the timeframe of this event. The calibration curve generate prior to the event was accepted as passing and had acceptable percent coefficients of variation. System checks performed prior to the event met instrument specifications.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) performed a high sensitivity system check, a carryover test and a five replicate precision test using all three levels of the hybritech prostate specific antigen quality control material. Per the fse, all testing passed within instrument specifications and the precision testing passed within one standard deviation of mean. A definitive root cause has not been determined to date for this event.